Event description:
Customer reportedly received results of 254 mg/dl and 111 mg/dl within 10 minutes on the advantage system. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Advantage system: meter, comfort curve test strip lot number 549556 expiration date 08/31/2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.